Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to over-delivery of nitric oxide for 12 consecutive seconds. The root cause for this occurrence was likely due to a malfunctioning proportional valve. As a result, it was recommended to the distributor to replace the proportional valve. This condition will be tracked and trended under the company's quality system. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
A delivery failure alarm due to overdelivery of inhaled nitric oxide (no) was identified by a mallinckrodt employee during a routine device service log review for inomax dsir (B)(4). This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of no. There was no complaint alleged against this device located in (B)(6).